Manufacturer narrative:
This serves as a correction report. B5 - describe event or problem was incorrectly documented that there was a low reading issue with a freestyle libre 2 sensor. B5 has been updated to reflect the correct product reported.

Event description:
A low reading issue was reported with the freestyle libre sensor. The customer reported receiving an unspecified low scan sensor and subsequently experienced symptoms of dizziness, light-headedness, confusion, and a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose result around ¿365 mg/dl¿ and diagnosed the customer with hyperglycemia. The customer received hcp treatment however, the customer does not remember what treatment was rendered and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. The customer reported receiving an unspecified low scan sensor and subsequently experienced symptoms of dizziness, light-headedness, confusion, and a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose result around ¿365 mg/dl¿ and diagnosed the customer with hyperglycemia. The customer received hcp treatment however, the customer does not remember what treatment was rendered and no further information was provided. There was no report of death or permanent injury associated with this event.